Event description:
It was reported that the left ventricular lead was disabled due to high capture thresholds. The patient was in good condition. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.